Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, the cables connecting the distribution node (dn) to the rear therapy electrode, ECG a, and b to the front therapy pad, and ECG c to d were pulled from the strain relief, damaging wires in the cable, and breaking j703 off of the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the strained cables.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.